Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed and completed a full diagnostic test engineering software (dte) test on the universal surgical manipulator (usm). There was no issue detected. During testing, there was a collision causing a 23003 error, so another test was run with zero errors. Error logs have been clean on (B)(6) 2024. Full wrist and insertion articulation was present. Customer was advised to return the drape. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy with paraesophageal hiatal hernia surgical procedure, the patient side cart (psc) arm 3 was locking up. Technical support engineer (tse) reviewed the logs and found no errors and the surgeon was able to move the arm per the live events. Tse requested if it was arm movements or instrument movements and surgeon stated that it was instrument tip articulation issues. Surgeon then elected to finish the case laparoscopically and did not want to use the system until was checked out. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was not confirmed based on the field evaluation. A review of the master supervisory controller (msc) for the system associated with this event has been performed by an intuitive surgical, inc. (Isi) quality engineer. The following additional information was provided: the system entered start of procedure (55200 - universal surgical manipulator attached to cannula and hydraulic brakes activate) at 03:09 pm. At 03:10, the system entered following mode (55202) - surgeon takes controls of instruments and places head through viewer. The probable root cause of the reported issue is attributed to improper customer setup. Based on the isi field service engineer (fse) field evaluation, the system issue was due to an improperly seated or disconnected sterile adapter causing engagement issues.